Event description:
It was reported that the tip of the instrument fractured while impacting the implant. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00464-1. Concomitant medical products: medical products: item#: 110028879, compr rvs gleno 2-prng ins/imp; lot#: unknown. Visual examination of the provided pictures identified that two impactor tips are cracked and broken. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.